Manufacturer narrative:
Device is an instrument and is not implanted or explanted.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 6-april-2015: it was reported that the drill bit was broken into two (2) pieces. Only one (1) piece was able to be retrieved.

Event description:
It was reported that a drill bit, part number 3.505.086, broke off during surgery on (B)(6) 2015. There was a pause during surgery to do an x-ray and surgery was delayed for 15 minutes. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided in report. Additional product code: dzj. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.